Manufacturer narrative:
User facility report #mw5091901 forwarded to the manufacturer by the FDA. Patient information - not provided. Lot number - unknown. Device manufacture date - unknown. Device evaluation - the user facility report indicates that the device is available for evaluation but it has not been returned to the manufacturer. Follow-up with the user facility in attempt to obtain the device has been sent, but to date no response has been received. A root cause cannot be determined at this time, but information provided indicates that the doctor felt that the patient's bone quality was a likely contributing factor. Device history review is not possible without lot identity. Two-year complaint history review did not identify a trend for reports of this nature for this product family. Should the product be received or additional information be received, a follow-up medwatch report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 utilizing the surelok pedical screw system. During the procedure an awl was used to prepare the patient's bone and upon attempted insertion of a 4.5mm x 40mm s-lok polyaxial screw (slp4540), the screw broke mid-shaft. All pieces of the screw were easily removed, the bone was then tapped and a larger diameter, 6.5mm x 40mm s-lok polyaxial screw was successfully implanted. It was noted that the patient had extremely hard bone. There was no delay to the procedure or patient injury. The surgeon attributed the screw breakage to the patient's hard bone.